Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited a decrease in sensing. While testing the sensing in unipolar configuration, the lead exhibited noise. The physician elected to program the sensing in bipolar configuration. The patient was fine and there were no adverse consequences.